Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000069998.

Event description:
It was reported the patient could not set ipg to MRI mode. As a result, surgical intervention took place where the ipg, one lead, and an anchor were explanted and replaced to address the issue. Effective stimulation was resorted. Investigation was unable to determine which of the lead attributed to the event

Manufacturer narrative:
The reported observation of ¿MRI is not advised¿ was confirmed when referencing the returned lead. The root cause of the reported observation was due to the lead wire fracture.